Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 3004209178-2015-79148 for hospitalization and analysis results.

Event description:
Customer reported via phone call, she was sitting in a couple of inches of water and she passed out and didn't know there was water in the device. Customer mentioned he was currently hospitalization at the time of the call. Customer's blood glucose was unknown. Button error alarm was present in the alarm history at the time the device was exposed to moisture. Self-test was performed and the device passed. Customer mentioned the device was also damaged. The device is being returned for analysis.